Event description:
The technician alleged that the head of the bed will run down on its own. No patient impact.

Manufacturer narrative:
The technician replaced the left side rail patient control board to resolve the issue.